Manufacturer narrative:
(B)(4). The analysis results found that one ple60a device was received in good visual condition and with two reloads present. The cartridge (b) was partially fired 1/16, the pan was detached and damaged at proximal end. Additionally, 21 drivers were found missing. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. While no conclusion could be reached as to how the pan and the drivers became dislodge from the reload, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that all staples and staple drivers are present prior to shipment. A 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The reload (c) was received fully fired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, after the second firing on the fundus of the stomach when the cartridge was taken out of the jaws it broke apart. The metal pan separated. A second cartridge was loaded into the device and it did not fire at all. There was no noise heard and no buttressing material used. The device was fired near an existing staple line. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.